Event description:
It was reported via the implant patient registry that a 3000tfx 21mm bioprosthetic aortic valve, implanted for four years and nine months, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 21mm bioprosthetic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: customer report of calcification, restricted leaflet motion, and stenosis were confirmed. X-ray demonstrated wireform was pushed inward around leaflet 3, commissures 2 and 3 were bent outward, and metal band was deformed around leaflet 2 near commissure 2. X-ray also demonstrated heavy calcification on leaflet 1 and the remainder of leaflet 2. Extrinsic calcific deposits were observed on the outflow surfaces of leaflets 1 and 2 near commissure 2. Leaflet 1 had a 12mm tear along the free margin connecting to commissure 2. Leaflet 2 had a torn out section approximately 5mm x 20mm; torn out leaflet fragment was not returned. Calcification was evident at all the torn areas. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed the metal band on the inflow aspect around leaflet 2. Cut off sewing ring fragment was not returned. Wireform was exposed on commissures 1 and 3, and around leaflets 2 and 3 on the outflow aspect.

Event description:
It was reported via the implant patient registry that a 3000tfx 21mm bioprosthetic aortic valve, implanted for four (4) years and nine (9) months, was explanted due to calcification causing severely restricted leaflet motion and severe stenosis. Edwards evaluation of the explanted valve reveled heavy tissue overgrowth (pannus) to contribute in the restricted leaflet motion and the subsequent stenosis. The explanted device was replaced with a 3300tfx 21mm bioprosthetic valve. Per medical records, the patient presented in acute heart failure with nstemi and placed on va-ECMO with iabp. Echo revealed lvef 20%, severely dilated left ventricle, severely restricted prosthetic aortic leaflet motion suggesting prosthetic aortic valve stenosis. On hospital day # 12, she was taken to the or for redo avr with pericardial patch of ascending aorta, and CABG x1. Post-operatively the patient was with profound coagulopathy, vasoplegia, and reduce cardiac activity. On pod #1, the patient expired due to worsening multisystem organ failure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.